Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported the device alarmed and stopped ventilating while connected to a patient at the end of an approximately 90-minute transport. The device displayed 'ventilation cancelled' in red and showed technical faults 485001 (ambient failure detected), and 431001 (blower fault), 446029 (ambient failure detected). Alarms 'loss of peep' and 'o2 supply failed' were also reported to be triggered by the device ("present in the alarm menu"). The crew confirmed that adequate oxygen was available and that no intake ports were occluded. The device was sent in for repair. An interruption of patient ventilation was reported, and the patient was transitioned immediately to a hospital ventilator because the event occurred in the receiving facility (intensive care unit) ICU room. No harm to the patient, user, or third party was reported in the information provided. No additional details regarding patient condition or further medical intervention were provided. The investigation to verify the allegation is still in progress.